Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via legal regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included chronic low back pain and spinal pain. It was reported that the patient's pump was implanted in (B)(6) 2017, and everything was good until (B)(6) when they realized there had to be something wrong due to the pain the patient was in. After about a month, they figured out there was something wrong with the pump. On (B)(6) 2018, there was surgery hoping for a kinked catheter only to find that the second pump had failed. Surgery occurred again on (B)(6) 2018 to remove and replace the pump. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.